Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 37 mg/dl, 194 mg/dl and 244 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into he "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.